Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. Pod was not worn.

Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle retracted. The download data from the pod showed that the pod completed both priming sequences with an expected number of pulses in each sequence and delivered several boluses before being deactivated after 3711 pulses. Inspection of the needle mechanism found no damages or deficiencies that would result in a needle mechanism failure. The download data from the returned device showed that an 0x14 occlusion alarm had been generated by the pod. Timeouts and a drive stall were observed at the end of the run., inspection of the pod found no damages or manufacturing deficiencies that would result in an occlusion alarm. The exact cause of the 0x14 alarm could not be determined. The observed hazard alarm did not contribute towards the reported symptom code.